Event description:
Complainant alleged that the fire department's emt's responded to a call for a patient who was in cardiac arrest at patient's home. Upon the emt's arrival the pt was found sitting in a chair; the patient's spouse told of "pt being seated and patient's eyes rolling back in patient's head." The patient's spouse also indicated that the pt had a previous cardiac history. The emt's determined that the pt was unconscious, breathless and pulseless. A combitube was inserted in the patient. Pt CPR was started. The device and stat pads multi-function electrodes (part number 89004000, lot number 1401, and expiration date 4/7/2002) were connected to the patient and CPR was stopped. The emt's determined that the patient was presenting a ventricular fibrillation heart rhythm. The emt's analyzed the patient's heart rhythm, but the device did not advise shock. On three occasions, the device advised "no shock", to the medic's perceived shockable pt heart rhythm. CPR was performed for one minute between each heart rhythm analysis. The emt's were unable to feel a pt pulse at each pulse check. At this point, the ambulance arrived on scene and assisted with patient care. The ambulance personnel determined that the pt was presenting a shockable ventricular fibrillation heart rhythm, and attempted to override the defibrillator's "no shock advised" prompt, but were unsuccessful. The ambulance's medics then obtained their own device, but this device also gave a "no shock advised" prompt. Fresh electrodes were then applied to the patient, and the patient was shocked. The pt was then transported to the hospital. The medics reported that the pt never regained a pulse, and arrived at the hospital pulseless. The patient subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. This device, as purchased by the complainant's facility, is not equipped with an override feature. The complainant indicated that complainant's facility "felt that the pads were stored improperly and it is possible that the electrodes did not function correctly due to being misused prior to service. Please reference attached medwatch report 1220908-2001-01243, which documents a different and separate event that occurred with this same device.